Manufacturer narrative:
(B)(4). Maude event report number mw5062892.

Event description:
It was reported that during device implant procedure, cross talk was observed on the ventricular channel after the new device was connected to the rv and ra leads. Crosstalk was reproducible despite multiple repositioning attempts. The device was not used, and a different one was implanted instead. No patient symptoms were reported.